Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink read inaccurately low compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 4x daily and manages her diabetes with insulin through pump therapy (humalog). The alleged issue began on (B)(6) 2012 at 2pm. The patient reported blood glucose results of "155 mg/dl" with the subject meter and "350 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Prior to the reported issue, the patient claims she felt symptoms of nausea and headache which she associated with high blood glucose. The patient denied developing any additional symptoms. Based on the alleged result of the other device and her reported symptoms, the patient administered self an increased dose of humalog insulin (amount not specified). The patient confirmed her blood glucose prior to her reported symptoms were within her normal range and also denied making changes to her usual diabetes management routine. At the time of the comparison, the patient was at work at the hospital and went to the emergency room (ER) for additional testing. Results obtained from the ER device were not specified. The patient denied receiving any additional treatment. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of "headache and nausea" does not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.